Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient experienced a decrease in therapy relief. A dye study confirmed that at the anchor site there was dye pooling. The hcp was able to successfully see dye reach the intrathecal space, but this pooling near the anchor was suspicious so a catheter revision was likely. No further complications have been reported as a result of this event.